Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however disk data was not provided for analysis. This investigation will be update should further information be provided. This pacemaker remains in-service at this time. No additional adverse patient effects were reported.